Manufacturer narrative:
The device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had an intraocular lens (iol) removal from the right eye for pain and suffering. Patient also reported she does not have the pain above her right eye anymore. Her eye is still blurry and at night the headlights from the cars glare (illegible handwriting) out across the road in front of her, so she does not drive at night. No further information was provided.